Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was explanted and replaced on 08/09/2018 due to the premature battery depletion. No patient symptoms were reported.

Manufacturer narrative:
The reported field event of early battery depletion and longevity anomaly was not confirmed in the laboratory. Analysis of device image indicated a false eri triggered about five months before the explant date, which resulted from transient low battery voltage. Electrical and mechanical test results indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.